Event description:
On (B)(6) 2014, I underwent anterior lumbar discectomy and fusion surgery in which the surgeon installed a medtronic pyramid anterior plate. Three weeks post op x-rays revealed that the top screw backed out and was proximate to major blood vessels. The plate has locking hardware to keep the screws from backing out so this should not have happened. I underwent a second surgery on (B)(6) 2014, which included removal of the pyramid plate and a posterior hardware installation surgery to secure the initial fusion. After the second surgery the surgeon advised me that all of the screws were loose even though they were supposed to be locked in place.